Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizures.

Event description:
It was reported that a ¿replace sensor now¿ error occurred. The patient¿s mother stated that the patient had a hypoglycemic event and had to be taken to the emergency room (ER). On (B)(6) 2019 at 4:45 am, the patient started seizing, foaming at the mouth, and having stroke-like symptoms. The continuous glucose monitor (cgm) was not giving any readings at the time. The patient¿s mother called 911 and emergency medical services (ems) administered glucose via intravenous (IV) therapy. The patient was then taken to the ER; no further treatment information was provided. The patient had bruising from the IV and from finger sticks but was doing fine at the time of contact. Additionally, the patient¿s mother stated during the call that after the ER visit, the device was then giving a 'replace sensor now' message. Data was evaluated and the allegation was confirmed. The probable cause was determined to be high counts aberration. No additional event or patient information is available.